Event description:
The customer reported that the paramedics were called due to high blood glucose. The blood glucose reading at time of call was 240mg/dl. The customer mentioned having bent cannulas and no delivery alarms. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.